Event description:
On (B)(6) 2012, the patient underwent surgery for a right ankle fracture-dislocation, a right radial head fracture-dislocation and right proximal ulna fracture. A 7-hole, 1/3 tubular plate, 7 cortex screws and a cancellous screw were used for the ankle fracture, 2 cortex screws were used for the radial head fracture and a 9-hole plate, 9 cortex screws, and 1 locking screw were used for the right ulna fracture. Final c-arm images of both the right ankle and arm revealed satisfactory reduction and hardware placement for all three fractures. On (B)(6) 2012, the patient was seen by the surgeon for a post-op visit. The patient stated that her arm was doing well. However, she complained of prominence of the plate in the forearm. Regarding her right ankle, she reported that she was experiencing increased swelling and problems ambulating.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A physical exam revealed tenderness along the lateral side of her ankle and distal fibula with a significantly antalgic gait. Her right elbow had full range of motion with excellent pronation and supination. Prominence of her plate proximately was noted. An x-ray of the right arm revealed a delayed union of the forearm fracture with a large butterfly fragment. The x-ray of the right ankle showed a broken plate at the distal fibular shaft fracture site. The mortise was reduced and no medial clear space widening was noted with the medial hardware in place. On (B)(6) 2013, the patient underwent revision surgery for hardware removal of the right distal fibula, a revision of the open reduction and internal fixation of the right distal fibular fracture and a proximal tibial bone grafting for the right distal fibula fracture non-union. The original hardware was replaced with an 8-hole 1/3 tubular plate and cortical and locking screws (total # of screws unknown). Final c-arm images revealed satisfactory reduction and hardware placement. At the tibial bone graft site, cancellous chips were packed into the area after irrigation of the site. This is report 4 of 14 for complaint (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.